Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose. It was stated that the customer had a shot for pain medication and he was not using the device for a few days. The caller requested assistance with checking the programming settings to make sure they are correct. Advised the wife to call back for further assistance if needed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.